Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H

Event description:
It was reported the insulin gauge was intermittently inaccurate across multiple cartridge. No impact to the customer's blood glucose. The customer loaded a new cartridge and received accurate insulin gauge readings.